Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided picture did not identify any abnormalities as only the label of the dialyzer was visible. The reported condition was not verified. As the actual device was not returned, the cause for the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a polyflux 140h, a water leak was observed on the dialyzer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone no. : (B)(6). The actual sample was not received for evaluation, however, a photograph was received. Visual inspection did not verify the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.